Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump and was informed they would receive a new pump with updated software. The customer understood the instructions provided, including putting the old pump into storage mode and returning it to tandem with the provided prepaid label. A replacement pump was sent, and technical support confirmed the shipping address. The customer was also guided on programming their settings into the new pump and connecting their cgm to it. The customer acknowledged the instructions and agreed to return the problematic pump within 10 days. Customer will continue to use current pump.